Manufacturer narrative:
The insulin pump was received with ghosting display, after pressing any buttons, problem isolated to lcd board. We were unable to perform operating currents, self-test, unexpected error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to ghosting display. The insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the display was blank. The customer's blood glucose was 160 mg/dl at the time of incident. The customer stated that there was partial display but could not read clearly. The insulin pump will be returned for analysis.